Manufacturer narrative:
D9 updated. Investigation summary: data review: console logs were consistent with what was reported in the complaint. The user was going through case start but was unable to advance past the insert purge disc step. Purge disc not detected alarms [event set #402] were observed in the imc logs. (See ¿ic12453_imclog_segment.pdf¿ in the attachments). Device analysis: console was inspected after arriving in field service. The purge flag was observed to be broken (missing at blue retainer). (See ¿ic12453_brokenpurgediscflag.png¿ in the attachments). Conclusion: the root cause of the purge disc detection issue was a broken purge disc flag. Device history lot n/a. Device history batch subcomponent name: purge flag. Material number: 3001198. Lot number: n/a. Serial number: n/a. Device history review: q1) service history review - are there any qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic12453.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during patient support the automated impella controller failed to recognize the purge cartridge. The controller was exchanged for a new controller to continue patient support. The patient is in stable condition.